Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic left pyeloplasty procedure, after the table operator undocked the arm cart assembly (aca), changed the instrument, and redocked it, it became impossible to control the arm in tele-op mode. The start up specialist (sus) noticed that the arm, instead of displaying a steady white led light, had a pulsing blue light, as if it was being controlled manually, even though nobody was touching it. The sus mentioned that no error was triggered on the arm and instructed the table operator to press all the manual control buttons on the robotic arm setup arm (rasa), but this did not resolve the issue. They also tried restarting the arm, but it could not pass the calibration procedure and triggered an error as soon as calibration started. The team decided to swap the arm with the fourth arm available at the site to continue the surgery. Later, the sus tried a second time to restart and calibrate the arm by pressing all the buttons but the calibration error recurred. There was a 20-minute delay. There was no patient injury.

Manufacturer narrative:
Updated information: h2.6 (annex b, c, d and g codes) device evaluation: medtronic led an evaluation of the field service notes and the device data logs for the reported arm cart assembly. Review of the field service notes indicate that the arm cart assembly (aca) experienced not being able to control the same in teleoperation and it was impossible to take control of the arm. It was noticed that the arm, instead of having a steady white led light, had a pulsing blue light, like it was being controlled manually, but nobody was touching it. It was assumed some buttons were stuck, and the buttons on the robotic arm setup arm (rasa) were pressed by the startup specialist (sus) but this did not solve the issue. They also tried to restart the arm and it was triggering an error as soon as the calibration was started. The issue was addressed remotely by the technical service specialist (tss) and it was confirmed to the sus that the troubleshooting actions performed were the right ones for the described symptoms. Potentially, there is a faulty manual control button on the rasa. Evaluation of the device data logs found that what caused the reported issue was a stuck right instrument drive unit (idu) button. The sus also confirmed that when she was able to undrape the arm, it was possible to clearly notice that the idu button was stuck. That is the same reason why the arm failed calibration during the previous restarts of the arm. The sus was able to unstuck it as soon as she undraped the arm, so no further action is needed. Evaluation of the arm cart assembly confirmed the reported condition. The root cause for the instrument drive unit being stuck is attributed to the button became stuck by being pressed at an angle resulting in the button getting temporarily wedged between the pins and the side of the button housing. Additionally, it was noticed that a lot of dust/wear would increase the likelihood of the button getting stuck. Once the area is cleaned, the chances of it getting stuck are reduced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic left pyeloplasty procedure, after the table operator undocked the arm cart assembly (aca), changed the instrument, and redocked it, it became impossible to control the arm in tele-op mode. The start up specialist (sus) noticed that the arm, instead of displaying a steady white led light, had a pulsing blue light, as if it was being controlled manually, even though nobody was touching it. The sus mentioned that no error was triggered on the arm and instructed the table operator to press all the manual control buttons on the robotic arm setup arm (rasa), but this did not resolve the issue. They also tried restarting the arm, but it could not pass the calibration procedure and triggered an error as soon as calibration started. The team decided to swap the arm with the fourth arm available at the site to continue the surgery. Later, the sus tried a second time to restart and calibrate the arm by pressing all the buttons but the calibration error recurred. There was a 20-minute delay. There was no patient injury.